Event description:
It was reported that during a proctectomy/colon rectal anastamosis procedure, the device did not fire properly. The device left about 2cm of the posterior wall of the staple line missing. Hand sewing was used to complete the missing part of the anastamosis. There was no consequence to the patient reported.